Event description:
Pt with peripherally inserted central catheter line complaining of pain. Rn visited, assessed and reported to md who ordered peripherally inserted central catheter to be pulled. Rn initiated removal meeting no resistance when peripherally inserted central catheter line broke and migrated inward. Rn applied tourniquet to axilla, turned pt on left side, took vital signs (140/80, 90, 20; called 911 and md office. Measured peripherally inserted central catheter which was 1/8" shorter than upon insertion. Pt was taken to ER. X-ray negative. Computerized axial tomography scan.